Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a drg permanent procedure on (B)(6) 2021, patient experienced a cerebrospinal fluid leakage and the physician was unable to implant the l5 lead. A blood patch was performed, and the procedure was completed with one lead. Patient did not report any symptoms.